Manufacturer narrative:
No battery out limit alarm noted during failure analysis. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump passed self test. The insulin pump had intermittent button response due to corroded keypad traces on up arrow button. No unexpected numbers ramping/scrolling noted during failure analysis. No burnt marks noted on the case during failure analysis. The insulin pump had a stained end cap sticker, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that they had a battery out limit alarm. The mother also reported that they had a keypad anomaly. The customer's blood glucose was 220 mg/dl at the time of incident. The mother stated that the battery out limit alarm could not be cleared. The mother also stated that numbers started to scroll continuously on the insulin pump. The mother also reported that there was a burn mark near the bumper sticker on the insulin pump. The customer was advised that the pump will need to be replaced. The customer was also advised to disconnect from the pump and revert to a back-up plan. The customer agreed to return the insulin pump for analysis.